Manufacturer narrative:
The report of low speed and low flow alarms, and pump stoppage events were confirmed based on the submitted log file; however, a specific cause for the reported alarms could not be conclusively determined. Review of the manufacturer¿s complaint history and similar reported events indicated that the events captured in the log files are consistent with a compromised driveline; however, a root cause for the reported events could not be determined as only 2¿ of the driveline was returned, and a full evaluation of the driveline could not be performed. The pump was returned with the driveline cut approximately 2¿ from the pump housing and the severed portion of driveline was not returned. Upon disassembly of the returned pump, visual inspection of the pump¿s blood-contacting surfaces were found free of deposition. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no abnormalities were observed. Electrical continuity testing of the returned portion of the driveline and all the wires did not reveal any shorts or discontinuities, and the wires were found to be electrically intact. Examination of the underlying wires revealed no anomalies. The returned portion of the driveline was submerged in a saline bath for insulation high-potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Approximate age of device: 1 year, 11 months. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that an unspecified audible alarm sounded when the patient connected the system controller to the power module. The patient brought the power module to the vad clinic and was provided with a replacement. The next day, the patient reported that a yellow wrench alarm sounded and a pump stoppage event occurred while on power module support. The patient was asymptomatic at the time of the events. The system controller data log file was submitted and reviewed by the manufacturer's technical services representative who observed multiple pump stoppage events over a three day time period that appeared to only occur when on power module support. X-rays of the driveline were unremarkable. On (B)(6) 2015, technical services performed a driveline evaluation. Electrical continuity testing did not reveal any broken wires; however, upon manipulation of the external portion of the driveline approximately 6 inches distal to the exit site, the alarms were reproduced. The patient was provided with an ungrounded power module patient cable with a scheduled appointment on (B)(6) 2016 for a driveline repair. On (B)(6) 2016, technical services replaced the external portion of the driveline. After the procedure, when the system controller was connected to a grounded power module patient cable, the low speed events recurred. The patient was placed on battery power and a surgery consult for a possible pump exchange was scheduled. On (B)(6) 2016, the patient underwent a pump exchange.